Event description:
Additional information was received stating that the first spin was accurate, but the 2nd spin was off by 5 mm laterally and 5 mm superior.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. They tested the system and there were no issues with the accuracy. The system has being used since. No parts were replaced. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the accuracy was off immediately after automatic registration with the system. The second spin that was taken was accurate. Troubleshooting was performed and the manufacturer representative (rep) found that the system was accurate, and the likely cause of the system was due to the setup of the system or an issue with the movement of the reference frame. The rep attended the next procedure by the system health care professional and both systems performed as intended. There was one unused spin taken. No delay to the procedure. No impact on patient outcome.